Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was seen by their healthcare provider in the emergency room on (B)(6) 2019. The physician noted redness and a weeping wound and determined that the battery insertion site was infected. There were no known external factors that contributed to the issue. The healthcare provider talked to the rep about the infection and then removed the implant at 6 pm on (B)(6) 2019. It was noted that the issue was resolved. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.